Event description:
Boston scientific received information that a red alert was received for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient was not brought in for testing as the shock impedance has been within normal limits. The physician will continue to monitor this patient via remote monitoring.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional details were received seven months after the initial observations were reported stating that this system was still exhibiting out of range shocking impedance measurements. The observation was documented and concerns were discussed. This product issue will be re-evaluated if additional details are received.